Event description:
The customer reported getting shock/pacer equip malf messages.

Manufacturer narrative:
The unit was evaluated at philips, and the symptom was duplicated. It was determined that there was a problem with the software. Updating the software (from rev 8.00 to rev 9.00) resolved the issue.